Event description:
According to the information received, a small pericardial effusion was noted on echo test. No treatment was needed and the effusion resolved.

Manufacturer narrative:
This event was reviewed by the aga medical erosion board and determined that no erosion occurred.

Manufacturer narrative:
This event will be reviewed by the aga medical erosion board. Upon adjudication, the results will be provided in a supplemental report.